Event description:
Reporter stated that pt was exhibiting symptom of hypoglycemia (sweaty and shaky). Based on symptoms, reporter treated pt with a piece of hard candy and phoned emergency medical services for assistance. Reporter tested pt's blood glucose, using the suspect device, and obtained a blood glucose result of 70 mg/dl. Two mins later, pt's blood glucose was reportedly retested on paramedics' device with a result of 30 mg/dl. Reporter stated that pt was given a glass of whole milk. No additional treatment was received. Reporter did not provide any values obtained on the suspect device prior to event. Qc testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.